Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but the clinical representative was not able to provide further information.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had a ventricular tachycardia (vt) storm. There was a delay in therapy as the vt was under 180 bpm. Three shocks were unsuccessful. In addition, farfield oversensing was noted. Asystole for more than two seconds was experienced. No additional adverse patient effects were reported. This ICD remains in service.